Event description:
It was reported that the cartridge was not recognized during the load sequence.

Manufacturer narrative:
The pump was returned to animas for evaluation. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. An intermittent force sensor flex was found during the investigation.